Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received info stating customer received an occlusion alarm. Customer's blood glucose level was high 420 mg/dl. Reportedly, the customer was using apidra insulin